Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that during the procedure, the ligator housing was fractured and the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of ligator housing break.

Manufacturer narrative:
Block h2: correction: block b5: the band was fractured and there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that during the procedure, the band was fractured and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that during the procedure, the band was fractured and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged defective. Block h2: device evaluation block h11: investigation results the speedband superview super 7 device was not returned for analysis. Because the physical device was not available, no visual or functional evaluation could be performed to assess the reported condition of the damaged defective bands or the failure of the bands to deploy. No additional observations could be made beyond the information provided by the customer. The reported events could not be confirmed through product evaluation due to the absence of the returned device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that bands failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. However, due to limited available evidence and the lack of a physical device for examination, it is not possible to determine whether the reported fracture or deployment failure resulted from procedural technique, device handling, or a potential device related malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.